Event description:
The customer reported that during use of this handpiece in a third molar extraction, it overheated. The doctor reported that he felt the heat through his gloves and switched to an alternate handpiece to complete the procedure. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this drill for eval and confirmed the reported problem. During testing of this device, the collet overheated to bearing failure. Further investigation found cast stator failure, and the unit failed ground bond testing. A review of repair history shows the last date of repair for this device is early 2007. The handpiece instruction manual informs the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. In addition, heavy use of the drill exceeding the duty cycle can cause the handpiece to overheat. Overheating can lead to possible burn or injury to the pt or medical personnel. The customer will be contacted with add'l info regarding this prod. The bur guard used during this event is being submitted under report number: 1017294-2008-00098.